Event description:
The customer contact reported a hole in the tubing set; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline, at a keep vein open (kvo) rate. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from a hole located proximal to the pump, near the drip chamber. The customer contact described the hole as a pinhole. The tubing set was replaced and the therapy was initiated. Though requested, additional information was not provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.